Manufacturer narrative:
G1: (B)(6).

Event description:
It was reported that, during the procedure, two fibers burnt out fairly quickly. The fibers worked for a few minutes and would not fire at all after that. The procedure was cancelled after the patient was under general anesthesia. No patient complications were reported. This complaint is being reported for a cancelled procedure with the patient under general anesthesia.